Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient was hospitalized in the first week of (B)(6) with dka. The patient reportedly went into a coma and was on life support for 2 weeks. Leading up to the hospitalization the patient's blood glucose level was reportedly "hi" and the patient took a taxi to the hospital. The patient was reportedly started on an insulin drip and then passed out and woke up 2 weeks later. The reporter cannot recall the date released from the hospital but the patient's blood glucose level was reportedly within their target range (under 200mg/dl). The pump history was reviewed with the reporter and the total daily dosages are found to be adding up correctly. The pump settings were reviewed and the reporter believed them to be correct. This report is being made based on the allegation that the patient was hospitalized with dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unconfirmed replace cartridge alarm on (B)(4) 2012 at 18:03. The alarm was unconfirmed until (B)(4) 2012 at 10:37. The black box showed a manual time and date change made from (B)(4) 2012 23:55 to (B)(4) 2012 12:09. Only typical usage alarms and warning were recorded in the history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.